Manufacturer narrative:
. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens implanted upside down into the eye. The lens was removed and replaced intraoperatively. Patient contact(lens touched the eye) and no patient injury. This resolved the problem. Cause of event was reported as unknown.